Event description:
Pump was reported to overinfuse during clinical use. Pump was set to infuse an unknown solution at 10ml/hr and delivered at a rate of 50ml/hr. No add'l clinical details were able to be obtained. No medical intervention was needed and no pt injury resulted.